Manufacturer narrative:
One opened ia tip was received in a sleeve, in a small parts tray, for the report of suspect burr on the tip. The sample was visually inspected and found to be conforming. The sample was then dimensionally inspected for the tip parting line mismatch and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The returned sample was found to be conforming, therefore a burr as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule rupture occurred while using an irrigating/aspiration (I/a) tip that is suspected of having a burr on the tip. Additional information has been requested. This is #2 of 2 reports from this facility.